Event description:
As reported by an edwards lifesciences affiliate, regarding a 29mm sapien 3 valve in a pre-existing patch in the pulmonic position, tricuspid valve was damaged when attempting to re-sheath the 29mm commander delivery system back into 65cm gore dryseal sheath.

Manufacturer narrative:
Investigation is underway.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The event was unable to be confirmed as no applicable imagery or device returned for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per training manual during delivery system removal post valve deployment, gore dryseal sheath and commander delivery system have to be retracted into the vena cava prior removing the entire system. Tricuspid valve is located next to the right ventricular outflow tract where delivery system is positioned. In this case, the anatomical challenges with pulmonic position could have potentially impact coaxiality with the sheath, causing non-coaxial withdrawal of the delivery system into the sheath, leading to withdrawal difficulty. In addition, device manipulation (e.g., push/pull) may have been used to overcome the withdrawal difficulties as the system physically interacted with the tricuspid valve, causing damage. As such, available information suggests that procedural factors (non-coaxial withdrawal, device manipulation) may have contributed to the complaint event. However, without any applicable imagery or device returned, a definite root cause was unable to be determined due to insufficient information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.